Event description:
Patient reported that the expiration date, on the test strip vial, appeared to be scratched off. Patient's blood glucose was not affected and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.